Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker felt dizzy and had chest pain. The patient thought that the pacemaker is no longer working properly. The patient was then advised to seek medical assistance as the current physician was not available. Attempts to obtain additional information were not successful. This pacemaker remains in service. No adverse patient effects were reported.